Event description:
Procedure type: sils - lap chole. Pt gender: unk. According to the reporter: during the procedure, while inserting the 5mm clip applier, it etched out a small coil of plastic from inside the port cannula, almost as you scraped the edge of it with a knife sort of thing. The clip applier (ethicon's) scraped the inside of the cannula that was inside the sils port and produced shavings. The shavings were retrieved. No or time extension, no incision extension, no add'l bleeding. No pt injury was reported. Pt is fine.

Manufacturer narrative:
Date initial report sent: 03/18/2009.